Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 550 mg/dl. Patient's other blood glucose value: 139 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as dry mouth, thirst, tiredness and vomiting. The customer was treated with insulin drip. The customer was not wearing the insulin pump during the hospitalization. Battery out limit and blank display were also reported. The device is not expected to be returned for analysis.